Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg level. Additionally, it was reported that minimum fill notifications occurred after the user filled the cartridge with 110 units of insulin during the load sequence. It was also reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.